Event description:
Information received by medtronic indicated that the insulin pump case was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the battery tube on january 26, 2022. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.